Event description:
Caller alleged discrepant results with the meter compared to the doctor's poc. Results as follows: date: (B)(6) 2011, inratio: 3.6. Date: (B)(6) 2012, 2.0, doctor's poc: 3.8 (tested within an hour). Pt repeated the test on his inratio meter with technical support on the phone and got inr=3.8. No info was provided on how much time was between doctor's test and repeat test. Doctor did adjust the pt's coumadin last week; doctor lowered coumadin dose based on inratio reading of 3.6. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.